Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer states they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Troubleshooting was performed. The product will be returned for analysis.